Event description:
It was reported that the pt underwent a device replacement to address an implantable neurostimulator discharge and lack of telemetry. A physician mode recharge unsuccessfully attempted 6 times prior to the replacement (3 by the pt and 3 by the physician). It was indicated that the implantable neurostimulator was not flipped. The pt recovered without sequela.